Manufacturer narrative:
H10: the initial MDR submitted for this malfunction inaccurately reported the MDR date of awareness. The correct MDR date of awareness is 03/31/2020. H10: the lot number was provided; therefore, a lot history review was performed. The sample was returned to bd for evaluation. The investigation confirmed for the reported failures. The catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code for the fluency plus vascular stent graft products is identified in d2. Based on the information available, the definitive root cause is unknown. The device is labeled for single use. H10: g4, h6(device code: 3009 - positioning problem). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model fvl07100 vascular stent graft experienced a fracture, positioning failure, misfire, and positioning problem. The information was received from a single source. The malfunction involved a patient with no reported patient injury. The male patient weighed 62 kgs and age was not provided.

Manufacturer narrative:
The lot number was provided; therefore, a lot history review was performed. The sample was returned to bd for evaluation. The investigation confirmed for the reported failures. The catalog number identified has not been cleared in the us, but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code for the fluency plus vascular stent graft products is identified. Based on the information available, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model fvl07100 vascular stent graft experienced a fracture, positioning failure, misfire, and positioning problem. The information was received from a single source. The malfunction involved a patient with no reported patient injury. The male patient weighed (B)(6) kgs and age was not provided.